Manufacturer narrative:
Please be advised that this event did not occur as per additional information received from the physician. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Manufacturer narrative:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deep vein thrombosis¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. Deep vein thrombosis is a known potential complication that can be related to the procedure or the device, and is listed in the instructions for use (IFU) as such. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician read in an unknown study that a patient developed a deep vein thrombosis (dvt) a few weeks after use of an unknown 6-12f mynx control venous vascular closure device (vcd). The device will not be returned for evaluation.